Event description:
A 3.0mm diameter x 9mm length medtronic ave s670 over-the-wire stent delivery system was inserted into a target lesion in the right coronary artery. The stent delivery system was inflated to 4atm, when the balloon reportedly burst. The stent was post dilated with a 1.5mm diameter medtronic ave d114s ptca balloon. The target lesion was successfully treated and three add'l medtronic ave stents were used to complete the treatment of the right coronary artery lesions. There was no add'l clinical sequelae reported relative to the event. The returned goods investigation revealed that balloon was inflated to 10atm and held pressure, with no evidence of balloon rupture or leak. Unable to confirm rupture.